Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of instrument didn't indicate system error and suspected that sample fibrin may have caused the erratic result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Erratic results were generated on immulite 2000 toxoplasma igm assay. Initial patient sample result was positive. The sample was repeated with negative result which reported to the physician. Upon multiple assay repeats, the results were negative and positive. Amended report was sent-out to the physician reporting the positive initial result. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant low toxoplasma igm assay result.